Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the main board due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. No blower temperature alarms (240/241) triggered prior to the first alarm 316 occurrence.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and tightened the o2 (oxygen) cell. Inspiration valve teste was performed on the unit. The test ran for 2 hours and did not complete. Logs and screenshots were sent to technical support for analysis. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 401 "inspiration valve or device leaky". At this time, there is no information regarding patient involvement associated with the reported event.